Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Pending further investigation.

Event description:
It was reported by the healthcare professional to the company sales representative "8m po valve is blocked. Explanted.." All med watch submissions related to this patient/report are: 3004721439-2018-00206; 3004721439-2018-00207 (this report).

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. A deformation of the outer casing of the prosa valve was observed through the visual in specification. The prosa valve housing was measured to confirm the presence of the deformation. The housing deformation measured at -0.057mm, outside the tolerance of -0.02 +-0.02mm. The permeability test showed that the prosa and progav 2.0 valve is permeable. The braking functionality test has shown that the brake function operates as expected. However, the braking force required was not within the given specifications. All other specification were met. The increased brake force is likely caused by the deformation of the housing observed in the visual inspection. In addition, the permeability of the progav 2.0 valve was rested and confirmed. Finally, we have dismantled the prosa valve. Inside the prosa we have found a significant buildup of substance like protein, which have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion. The prosa valve operates within the specified tolerances. Therefore, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. Patient height: 85cm. Associated with MDR-3004721439-2018-00206.